Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that infusion set¿s tubing fell apart in the middle of the night. It had detached from the quick release. They then had a high blood glucose level of 433 mg/dl in the morning. They treated with a manual injection. Troubleshooting was performed. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.